Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 4/27/2016. Date of follow-up report : 7/22/2016. New info: one used (B)(4) was received for evaluation. Visual inspection of the loop and sponge, the sponge had come loose. The reported condition was confirmed. The loop appeared to have been sewed to the sponge at one point. The root cause of the loose loop could not be determined.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 4/27/2016 the device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a lap string/loop became separated from the sponge. Staff not sure if it was from the custom pack or the additional packages that were opened. Nothing was left in the patient.